Event description:
Upon review of the pt's medical records, it was discovered that she was revised in 2005 to address positioning of the femoral stem and acetabular cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.